Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 - 250 units of insulin, and remained static at 75 units. There was no reported impact to the customer's blood glucose level. The contact loaded a new cartridge successfully and received an accurate fill estimate.